Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a damaged iol and delivery issue therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported that during surgery that the injector completely annihilated the intraocular lens (iol), so they have used new injector and new iol but same cartridge with no issue and noticed that the lens was mangled. Additional information has received and it states that the lens was damaged and the surgeon's opinion could be related to loading or injector error. The injector has been taken out of circulation and no additional issues have been reported. Surgeon used a new cartridge and iol were used with no issues. Original had no patient contact as surgeon noticed difficulty advancing iol prior to implantation. Injector was removed from inventory and no other issues have been seen.